Manufacturer narrative:
Investigation result of side car-rx pushback. A visual evaluation of the device found the basket to be closed/ retracted. The full length of the side car-rx was found to be torn and presented pushback out of specification. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the side car-rx was torn. Additionally, the side car-rx presented pushback out of specification. The pushback and torn side car-rx could cause difficulty in tracking the device over the guidewire and into the papilla. Therefore, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure toward the second pass, the side car-rx (guidewire port) was torn/split. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable.¿ this event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.